Event description:
Healthcare professional reported via email "a right side capsular contracture, baker grade IV." Device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2 , a.4 , b.3 , b.5 , h.6 ,

Event description:
Healthcare professional reported via email "a right side capsular contracture, baker grade IV." Healthcare professional additionally reported deflate of a saline implant. Device explanted and replaced.